Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure from faulty parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the cutter device could not be inserted into the attachment device, the bearing and extension sleeve were damaged, the nose tube was bent, the ball bearings fell apart and the inside parts of the ball bearings were missing. It was further determined that the device failed pretest for lock operation (fail-rattle) and cutter insertion (fail-ball-bearing). It was further reported that the temperature testing could not be performed. It was noted in the service order that the device o-ring and bearings were loose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.